Event description:
The pt was hospitalized for elevated blood glucose levels and dka. The pt had discontinued insulin pump therapy for two hours prior to the event and did not administer insulin by an alternate method.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. Pump settings and delivery history were reviewed with the pt's physician and confirmed as accurate. There is no reported pump malfunction. The pt had discontinued insulin pump therapy for two hours prior to the event and did not administer insulin via an alternate method. The pt has continued to use the pump with no reported subsequent events. If the device is retuned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.